Event description:
The patient underwent vns generator replacement surgery. The implant card received by the manufacturer indicated that the reason for replacement was prophylactic and follow up with the company representative revealed that it was for the upgraded vns generator model with autostimulation. It was unclear why the clinic notes received by the manufacturer had indicated a ¿malfunction of the device¿ and the need for an ¿urgent battery replacement¿. During attempts at product return, it was revealed that the facility, historically, does not return explanted products.

Event description:
It was reported that there was a "malfunction of device" and the patient was referred for a urgent vns generator replacement. Follow up with the company representative revealed that it was possibly a reference to device disablement due to low battery. However, this has not been confirmed by the physician to date. The report of the battery depletion was not supported by the manufacturer's battery life calculation, which estimates battery life based on the data present in the manufacturer's programming history database. However, this estimation does not take into account magnet stimulation or any possible interactions/changes to settings since the date of the last data present in the database. No additional relevant information has been received to date.